Manufacturer narrative:
(B)(4). Insulin pump passed the rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery, insulin flow blocked alarm noted during testing. Hardware low level failure alarm and pump error alarm confirmed in the pump history due to broken trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump errors. The customer¿s blood glucose level was 12.7 mmol/l at the time of incident. The customer also stated that the insulin pump had insulin flow blocked alarms. Insulin pump passed self test and displacement verification test. The insulin pump will be returned for analysis.